Event description:
It was reported that 354 days after implantation of a 3.5 x 12mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal and distal right coronary artery (rca). A pre-intervention in-stent restenosis of 60-80% was reported. Angioplasty was performed using a 3.75 x 15mm cutting balloon inflated to 12 atm. There was a "rupture of the cutting balloon and this was removed." A 3.5 x 12mm taxus express2 drug eluting stent was deployed at 18 atm in the proximal rca in the region of the lesion. The distal rca was dilated with a 4.0 x 20mm noncompliant monorail balloon inflated to 22 atm. It was noted that "there was minimal residual disease in the distal stented segment." The pt rec'd angiomax during; plavix and aspirin after the procedure. It was reported that the pt tolerated the procedure well. No complications were reported. The pt presented 354 days after the initial procedure with "recurrent anginal symptoms" and an "80% focal in-stent restenosis in the site of previous multiple restenoses." Angioplasty was performed using a 3.5 x 10mm cutting balloon. Subsequently, "dilation was made with a 4.0 x 15mm quantum maverick balloon at 22 atm." "There was an excellent result with no residual disease and good flow." The pt rec'd plavix and aspirin prior; and angiomax during the procedure. The pt was "returned to the recovery room in stable condition." There were no further complications.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.